Manufacturer narrative:
The complaint was investigated and evaluated without the returned device or confirmation of the causal relationship between the device and event. No lot information was provided; therefore, a device history record review could not be performed to determine related events or nonconformities present within the lot. The device remained implanted and a direct evaluation could not be performed. The complainant confirmed that no further information was made available at this time. The root cause and confirmation of device malfunction cannot be confirmed at this time.

Event description:
It was reported by the patient's legal counsel that the patient had a left hemipelvis orif on (B)(6) 2018 with a zimmer recon plate and synthes screws. Subsequently, it was reported that an unspecified implant broke or failed resulting in painful fragments in the patient's abdomen. No further information has been provided at this time.